Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring intervention. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) into the patient during removal after a failed attempt to cross the calcified lesion. A 1.5 dilatation balloon was sued to push the stent into the intended lesion and the stent was deployed successfully. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by anatomy, patient disease state, pre-dilatation, device placement, interaction with other devices, device size, or accessory support. Stent dislodgement can be affected by extreme tortuosity or resistance, interaction of the stent with accessory device, excessive force to retract undeployed stent, or improper or inadequate crimping. It is possible that while attempting to cross the calcified lesion, the stent was disrupted on the balloon. Additional therapy/non-surgical treatment is a recognized likely patient effect associated with stent dislodgement in-vivo and was addressed in the device's risk assessment.